Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that cardboard was seen at the bottom of the barrel in a 5 ml bd luer-lok¿ syringe. This was observed before use and there was no report of injury or medical interventions.

Manufacturer narrative:
Two loose 5ml assembled syringes were received by bd canaan. The samples were visually evaluated and the customer's indicated failure mode for cardboard foreign matter with the incident lot was not observed. Black spots were observed on the syringe barrel. A review of the manufacturing records was completed for the incident lot and no issues were identified. Complaint not confirmed for foreign matter. The black spots observed are cosmetic and acceptable.